Manufacturer narrative:
This complaint is reportable to the FDA on the basis of a previous adverse event for an (B)(4). The reporting procedure covers the entire product family. Therefore, all echo devices involving a proximal needle breakage and or the non retraction of the needle are reportable regardless of the outcome. The complaint issue was reported as follows: "needle would not retract back into sheath." Although requested no further information was received regarding this complaint event. There were no (B)(4) (echo) devices of lot# c879942 in stock at the tine of the complaint investigation. The echo device involved in this complaint was not returned for evaluation; therefore, the customer's complaint cannot be confirmed. With the information provided a document based investigation was carried out. A possible cause of this complaint may be due to the sheath/needle kinking below the sheath extender preventing the full retraction of the needle. A possible cause of the sheath/needle kinking below the sheath extender preventing the full retraction of the needle. A possible cause of the sheath/needle kinking below the sheath extender may be due to product handling when removing the device from the packaging or due to product handling when the device is attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath/needle to become kinked. However, as the device involved in this complaint was not returned for evaluation it is not possible to conclusively state if this is the root cause of the complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records did not reveal a discrepancy which could have contributed to the complaint issue. No corrective action is warranted at this time. This event did not impact the patient or user. The 2 year complaint history has been reviewed for this rpn and the likelihood of this type of occurrence is low. The overall risk associated with this incident has been assessed and determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle would not retract back into sheath. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.